Manufacturer narrative:
Model number / catalog number: sc-2317-50, serial number: (B)(4), batch / lot number: 5102566, model / catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.